Manufacturer narrative:
The reported events of insulation damage and high lead impedance were not confirmed. As received, a partial lead was returned in two pieces. Visual inspection of the lead did not find any anomalies with the exceptions of damages consistent with those occurring at the time of the procedure. The impedance test could not be performed due to the as received condition of the lead. Electrical testing did not find any indication of conductor fractures or internal shorts.

Manufacturer narrative:
This product is registered as a combination product.

Event description:
It was reported that high pacing impedance and damage were observed on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences. Additional information was requested but was not available.